Event description:
Edwards received notification from a sales rep that during a transfemoral tavr, there was resistance between a 26mm sapien 3 ultra valve/ds and the 14fr esheath+. During inflation, the balloon did not expand and the valve strut was bent. As reported, this was an unplanned non-edwards valve bailout case. Several attempts were made to deploy a 29mm non-edwards vale and the team decided to switch to a 26mm s3u. The non-edwards valve was removed and the 14fr esheath+ was inserted. Extreme resistance was noted during delivery system insertion, particularly in the external iliac. Valve alignment done and valve positioned across the native annulus. During valve deployment, the balloon of the delivery system did not expand, but no contrast was noted distal of the "pusher". During attempted recapture, the valve strut tines were bent creating a high risk retrieval. The decision was made to surgically remove. The surgeon successfully removed the valve and implanted a surgical valve. A "small dissection" was noted in the descending aorta likely related to attempted retrieval which was successfully repaired. Through follow up with the sales rep, circumferential liner delamination was overserved on the esheath+.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device not available.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of difficulty advancing through sheath was unable to be confirmed without the returned device. The complaint sheath liner delamination was confirmed through review of the procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the complaint description, ''there was resistance between a 26mm sapien 3 ultra valve/ds and the 14fr esheath+. During inflation, the balloon did not expand and the valve strut was bent''. Per the IFU/training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' The presence of calcification or tortuosity can create challenging pathway during delivery system advancement, leading to resistance. Vessel tortuosity can subject the devices to suboptimal angles and lead to non-coaxial alignment in the advancement of the delivery system through the sheath. Non-coaxial advancement of the delivery system can lead to resistance through increased contact between the crimped valve and sheath inner lumen. Calcification and undersized vessel diameters can create a restricted pathway or a constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. However, as patient imagery and insufficient patient information was provided, a definitive root cause is unable to be determined at his time. No labeling/IFU deficiencies were identified. A product risk assessment (pra) has been previously initiated to capture the product risk assessment. No corrective/preventative actions are required at this time. As reported ''during attempted recapture, the valve strut tines were bent creating a high risk retrieval''. Returned procedural imagery showed the liner was delaminated near the edge of the sheath shaft by the bent valve strut. As the valve had already moved onto the inflation balloon, the valve had a bigger od than a valve on the crimp balloon section. Per the IFU, ''do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again''. It is likely that the crimped valve caught on the sheath tip which caused the bent outflow struts as observed. These bent struts then potentially snagged on the sheath tip contributing to the sheath liner delamination as reported. As such, available information suggests procedural factors (withdrawal of crimped valve) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09725 and 2015691-2022-09726.